Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the passive planar was bent at a 90 degree angle and needed to be replaced. The issue was found while picking up the tray from sterile processing department (spd). No patient was present at the time of the event.